Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of 2140 ohms during the interrogation prior to a change out procedure for the pacemaker. The rv lead was noted to have within range impedances at the last device interrogation only a few days earlier. During the change out procedure the rv lead was tested on a pacing system analyzer (psa) and yielded the same high out of range impedance measurement. Subsequently the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.